Event description:
The customer reported via phone call that the insulin pump alarmed button error and the screen became frozen. Customer's blood glucose was 212 mg/dl. No significant events leading to the alarm were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or frozen display during testing. The insulin pump was received with cracked reservoir tube lip, cracked case on display window corner, minor scratches on lcd window and scratched reservoir tube window.